Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported a customer received an unspecified lower reading while wearing the adc freestyle libre sensor compared to a competitors meter. Additionally, the customer exhibited symptoms of thirst and the caregiver contacted the on-call hcp who instructed the caregiver to administer 6 units of insulin (type unknown) at 3 am to the customer and to repeat with 6 units of insulin (type unknown) at 4 am if necessary. At 6 am, a blood glucose level was 471mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer received an unspecified lower reading while wearing the adc freestyle libre sensor compared to a competitors meter. Additionally, the customer exhibited symptoms of thirst and the caregiver contacted the on-call hcp who instructed the caregiver to administer 6 units of insulin (type unknown) at 3 am to the customer and to repeat with 6 units of insulin (type unknown) at 4 am if necessary. At 6 am, a blood glucose level was 471 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.